Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +30.0d) was implanted backwards in the right eye during a patient's primary cataract surgery. The surgeon decided to exchange the lal for another lal during the same surgery. Rxsight's first awareness of this event was on 08/28/2024. Reference report # 3012712027-2024-00163 for the report on the left eye.